Event description:
A customer reported a system message was displayed. The system was switched out and the case was completed. There was no patient injury reported.

Manufacturer narrative:
A company service rep examined the system. The cpu battery was replaced. The system was then tested and met all product specifications. (B)(4).